Manufacturer narrative:
One used device was received and evaluated. The device was gravity primed with sterile water and a leak was observed 59" distal from the integral clave (proximal clave). The cut was a straight cut in line with the tubing. It was confirmed during testing the leaks observed by the customer is due to a hole/tear located on the tubing. During testing, the tear identified did not seem to be a clean cut. It was noticed that the tubing is ripped. Eval of the cutting process during mfg activities and eval of the conveyor transportation process was performed. It was determined that this event could not be caused at plant level. The most probable cause for the occurrence of this event then has been determined to be handling outside of hospira facility. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The pt was scheduled to undergo a colonoscopy. The tubing set was being used to deliver 500ml of normal saline for hydration, via gravity. After an unspecified length of time, the pt called the nurse. It was reported that the nurse reported that the tubing set was dropping at an unspecified location between the IV site and the bag. It was reported that bleed back was noted approximately 3/4 in the tubing set. The nurse reported that a 3 foot by 3 foot pool of blood and saline was noted close to the head of the pt's bed, on the floor, and partially on the cart. At an unspecified time, it was reported that solution container of normal saline was empty. A complete blood count (cbc) was ordered; the hemoglobin result of the cbc was within normal limits. The tubing set was replaced and the therapy was resumed. The customer contact indicated that there was a little delay of the colonoscopy; however, the procedure was performed. There were no reported adverse pt effects and no delay in therapy critical to the pt. No additional info was provided.